Event description:
It was reported that a minicap was found where the iodine soaked sponge was either missing or loose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that this event occurred at some point (B)(6) 2014. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted on lot 14b23h15 number and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2014. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified defect. It was not reported if the patient was hospitalized for this event. Treatment was not reported. It was reported that the peritonitis event was ongoing for five weeks. It was reported that the patient recovered from the peritonitis event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.